Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/21/2018 that on (B)(6) 2017, patient experienced a potential reportable event. No additional patient or event information is available. It was reported that the patients previous transmitter died. However, the patient couldn't recall and confirm any prompts, alerts, or icons in the status bar during the time of the event. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of previous transmitter dying was not confirmed. The root cause could not be determined.